Manufacturer narrative:
A visual inspection of the returned product shows tha a portion of the optic and both haptics are torn off & missing. There is clear surgical residue/debris on the lens. Based on the complaint history of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting an aq2010v three piece silicone lens into patient's eye and the lens tore. The surgeon cut up the lens to remove it and replaced it with another model lens. No patient injury.